Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.

Event description:
It was reported that a physician performed an unremarkable novasure endometrial ablation on healthy a woman. Approximately a week after the procedure the pt called the physician "complaining of brown, malodorous discharge associated with lower back pain." Dr (B)(6) prescribed doxycycline for possible endometritis. The pt was subsequently examined and had mild suprapubic tenderness but no fever, abnormal urinalysis, or elevated white blood count. She was also given pyridium to exclude a possible vesico-uterine fistula. On follow-up exam, there was no fistula evident but she was prescribed levoquine for better coverage of possible endometritis even though the "patient had no clinical evidence of uterine infection". Additionally, it was reported by the physician that the pt is doing well.